Event description:
On (B)(6) 2012 the reporter contacted animas alleging that all keypad buttons have become difficult to press and reportedly must be pressed very hard to get a response. The reporter states this issue began over a month ago and has gotten worse since. The reporter continues to use the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: during investigation, the pump powered on but the screen remained blank. The complaint was unable to be investigated due to a blank screen. Unrelated to the original complaint, the keypad cover was removed and there was contamination observed under all the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.